Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occured. Data was provided for evaluation and the allegation was confirmed. The root cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.